Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2021-00087.

Event description:
The patient was undergoing a coil embolization procedure to treat a right pulmonary arteriovenous malformation (pavm) using a lantern delivery microcatheter (lantern), pod packing coils (pod pcs), a sheath (6f), and a non-penumbra catheter. During the procedure, the physician encountered resistance while advancing a pod pc through the lantern and bent the pod pc pusher wire. The physician decided to remove the lantern together with the pod pc and reported that the lantern was broken into two pieces upon removal from the sheath. Therefore, the lantern was no longer used. The procedure was completed using another lantern, the same catheter, and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern confirmed a fracture. If the device is forcefully manipulated against resistance or is otherwise mishandled during use, damage such as a kink and subsequent fracture may occur. The root cause of this damage could not be determined; however, this damage likely contributed to the resistance while advancing the pod pc during the procedure. Evaluation of the returned pod pc confirmed a kink on the pusher assembly. If the device is advanced against resistance or is otherwise mishandled during use, damage such as a kink may occur. During functional testing, the pod pc was advanced through its introducer sheath and a demonstration lantern without an issue. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2021-00087.